Event description:
During a laparascopic gastric bypass procedure, the tip of the ancillary trocar broke off into the pt and was not retrieved. This occurred during introduction of the anvil to the stomach pouch, with suture through the tip of the trocar, as a tag to pull the anvil through. There was no pt consequence.